Event description:
It is reported that the tip broke bkc. The device did not malfunction during a surgery while being used on a patient. This is report 1 of 1 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted the device was returned because the device tip broke bkc. The product was received at service and repair who conducted a visual evaluation and determined that device could not be repaired. A warranty replacement was sent to the customer. Without a lot number the device history records review could not be completed. There is no further information available on this event. If any other information is received this will be reported via a supplement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. The device was not returned to the manufacturer, no evaluation could be performed. The device was not returned, without a lot number the device history records review could not be completed.